Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. (B)(4). A review of synthes device history records for manufacturing revealed no complaint related issues.

Event description:
Patient was implanted with trochanteric fixation nail and helical blade construct on an unknown date. X-ray taken on an unknown date revealed a non-union. It is not known if the patient was complaining of pain. Patient was returned to the o.r. On (B)(6) 2013 for revision surgery. The surgeon removed the nail and the helical blade. Patient was revised with another trochanteric fixation nail (10mm x 360mm right 125 degree) and helical blade (11mm x 85mm). Autograft was collected with the ria system and the graft was implanted into the nonunion site reportedly. This is 1 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.